Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No button error alarm. However, intermittent button response noted due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip. Numbers were not ramping up on its own or scroll bar was moving with no input.

Event description:
It was reported that the customer had high blood glucose levels of 233 mg/dl. The customer reported a button error alarm from the insulin pump that could not be cleared. The customer also reported that some of the buttons of the insulin pump were unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.